Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the device was returned, analyzed, and no anomalies were found. The analyst noted that the rapid voltage depletion was most likely attributed to therapy delivery resulting from reported lead damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that patient received multiple inappropriate therapies. Oversensing was noted on the right ventricular lead. The lead was also noted to have been pulled back significantly from the original position. The device was also noted to have migrated inferior and lateral in the pocket as the patient had lost a significant amount of weight. The lead was capped and replaced. The device was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.